Event description:
It was reported that during an appendectomy procedure, the surgeon was not able to fire the stapler. The exchange of the reload did not solve the issue. They changed to a new device to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): evaluation summary: the analysis results found that the ets45 device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.